Event description:
Event details: one of our sites in france has just reported that the pharmacist identified a deposit looking like lubricant or silicone residue located on the black part of the plunger, inside the syringe body of item luer lock syringe plastipak 50ml bd, 300865 (pack of 60) lot# 2401034 exp 31/12/2028 & lot# 2412045 exp 11/30/2029. This deposit is in direct contact with the ip. The site did not report any incidents involving the patient. The deposits are visible to the naked eye and were deemed potentially harmful to the patient by the site. Was the deposit observed before, after or during the infusion ?the residue was not identified on the syringe used to withdraw the nacl; it was identified when withdrawing the reconstituted solution (final syringe). So, this would mean, they noticed this before ip administration. Please find some pictures of the affected 50ml syringes. We also observed the same issue for 30ml syringes. These pictures are taken with mobile phones, we tried to highlight the residue in the photos; it is a greasy deposit that is sticky to the touch. Are there any consequences on the patient following this event ? It impacted 2 patients for all doses between june and january, but no consequences that we have been made aware of so far.

Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation: it was reported that silicone deposits were observed inside the syringes. To support our investigation, several photos were provided to our quality team for evaluation. Upon visual inspection, evidence of silicone was observed within the syringes; however, it does not appear to be excessive. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2412045 confirmed that all values were within established limits. A comprehensive device history record (DHR) review for reported lot 2412045 was completed. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported observation. Multiple visual and functional inspections are performed throughout production, and no issues related to this condition were detected. In addition, six retained samples from the reported lot were evaluated. No visible silicone deposits were found, and silicone content testing confirmed that the samples met all required specifications. The syringes are individually packaged and sterilized using ethylene oxide (eto), this process does not alter silicone appearance or cause silicone to pool within the barrel. Based on the photo evaluation, retained sample analysis, and device history review, bd did not observe any manufacturing issue with the product or lot reported. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification.

Event description:
As per the investigation findings, a review of silicone content testing for lot 2412045 confirmed that all values were within established limits.